Manufacturer narrative:
(B)(4).

Event description:
The customer complained that they have been having issues with their ion selective electrodes (ise) results for a while that have been tested on a cobas 6000 c (501) module. The customer provided the ise indirect na, k and, cl for gen.2 data for two patients of which only 1 is a reportable malfunction for sodium. The customer stated that a patient on (B)(6) 2017 had sodium results that were "10 to 12 points off ." Specific data was not provided. The results were not reported outside of the laboratory. There was no adverse event. Repeat testing was performed on another c501 analyzer. The sodium electrode reagent lot and expiration date were requested but not provided. The field engineering specialist found that the waste guide was not positioned properly. He also found a bent ise probe. He replaced the ise probe, performed service adjustments, and corrected the positioning of the ise waste guide. He checked the ise flow path for any other obstructions. He performed precision testing and ise check tests which were all acceptable.

Manufacturer narrative:
Further investigation of the issue found the erroneous chloride results recovered in the opposite direction from the sodium and potassium results. Upon repeat testing, all of the results recovered in the opposite direction from the initial test. Typical causes for this type of behavior include air in the sample channel, leakage current coming from the waste, or an old and/or expired reference electrode.